Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual inspection and functional leak testing of the sample did not confirm the reported condition. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor leaked during infusion. The device was filled with a solution of fluorouracil. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.